Event description:
The customer reported that the unit failed to power up on ac power.

Manufacturer narrative:
Philips was informed that the power supply, as well as both the power and control pcas were replaced to resolve this issue. Due to multiple parts being replaced, we cannot determine the cause of this failure.